Event description:
I was using the ama complete moisture plus when I developed sever stinging, eye pain, redness, sensitivity to light, excessive tearing, and it felt like something was in my eye. I was sent to the ER due to the sever eye pain and they could find only small abrasions on my eye but nothing that could be causing this and I was put on antibiotic drops. I saw my optometrist that day and was put on steroid drops for my eye and I have not worn my contact lenses since then. We knew it was an infection, but was told about this story in the news today and it matches every single symptom I went to the ER for. Dates of use: 2007. Diagnosis: contact cleansing. Event abated after use stopped: yes.